Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion and/or misaligned the insertion. The complaint allegation was confirmed based on the customer's attached picture which displays the 1192-110 with the threads damaged and scratches lines on the shaft.

Event description:
On 1/30/2024, it was reported by a sales representative via email that an 1192-110 telescoping lag screw left dethreaded during insertion. The case was completed using a 10.5mm x 115mm screw. This was discovered during an unspecified procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.